Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check-up that the cs300 intra-aortic balloon pump (iabp) monitor malfunctioned. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and no problems occurred with the display and the unit started up. The monitor was on properly and traces did not prevent or affect the visibility of the parameters on the monitor. Functional tests performed successfully.